Event description:
A nurse from (B)(6). Reported by e-mail, on (B)(6) 2010, patient underwent surgical for a fractured femur. A gamma3 long nail was implanted on (B)(6). The patient underwent an unanticipated revision surgery, because of an issue of intra-rotation of the knee. During the surgical procedure, two distal screws were removed, extra-rotation of the gamma3 long nail. After the alignment of the femur with extra-rotation of the limb, the surgeon replaced the two screws with cat 1896-5050s, lot k295621, k189255. There were no consequences for the patient. The nail is still implanted.

Manufacturer narrative:
Na